Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: the keypad cover was intact and free of damage. Evaluation revealed that the up arrow and ok keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the battery compartment was observed to be cracked.